Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was later advised to stop the current sensor session, reset the receiver, and allow thirty minutes to re-pair connection with the receiver. No additional patient or event information is available.